Event description:
Customer reported erroneous high calcium test results were generated when using the unicel dxc 680i synchron access clinical system. The erroneous test results were reported out of the laboratory and amended reports were issued. There were no reports of no death, injury or affect to patient treatment for this event.

Manufacturer narrative:
On (B)(4) 2014, the customer technical support (hotline) recommended the customer replace the sodium reference electrode (which is the reference electrode for calcium). The customer presoaked a calcium electrode tip and the sodium reference electrode overnight and replaced on (B)(4) 2014. On (B)(4) 2014, the field service engineer (fse) asked the customer to replace the calcium tip again and the sodium measuring electrode (which would not affect calcium testing). Follow-up on monday (B)(4) 2014 by the field service engineer (fse), the customer stated the issue was resolved, and the fse noted that calibration numbers had dropped initially after the customer replaced the ise (ion selective electrode) buffer and ise reference reagents. After replacing the reagents, calibration numbers returned to historical range. A review of proservice shows that ise reference and buffer reagents were replaced numerous times between (B)(4) 2014 and (B)(4) 2014. No lot numbers were available. Identification of failure mode: failure mode is unknown. Multiple parts were replaced and actions taken, any of which could have caused or contributed to the event. (B)(4).